Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). There was nothing found in review of the device logs that would indicate the rite failure. The device failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston cracked and the piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be door piston cracked and deteriorated door piston foam. Pal recommends replacing the door piston and the piston foam. Nothing in the service history review would indicate the reported problem. The device was sent to service.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.